Event description:
It was reported, during preparation for a transcatheter bioprosthetic valve procedure, in a patient with a native bicuspid valve, a 34 mm valve was loaded into the delivery catheter system (dcs) without issue. A pre balloon valvuloplasty was performed due to the bicuspid valve. During fluoroscopic inspection of the valve load, a 2mm infold was reported. The system was used for attempted implant and the dcs and loaded valve were advanced through the patient to the aortic annulus. Upon the first deployment attempt, at 80 percent deployed, an infold was noted. The valve was fully recaptured into the dcs and withdrawn from the patient. A new system was used to complete the replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during preparation for a transcatheter bioprosthetic valve procedure, in a patient with a native bicuspid valve, a 34 mm valve was loaded into the delivery catheter system (dcs) without issue. A pre balloon valvuloplasty was performed due to the bicuspid valve. During fluoroscopic inspection of the valve load, a 2mm infold was reported. The system was used for attempted implant and the dcs and loaded valve were advanced through the patient to the aortic annulus. Upon the first deployment attempt, at 80 percent deployed, an infold was noted. The valve was fully recaptured into the dcs and withdrawn from the patient. A new system was used to complete the replacement. No patient complications were reported as a result of this event. Additional information was received that the infold observed during fluoroscopic inspection of the valve load involved the second node, and no misload was identified. Per the physician, the patient's type 1 bicuspid native valve contributed to the infold.